Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2025, to remove the internal magnet due to neuropathic pain.

Event description:
Correction (a1 and a2): the correct patient identifier and date of birth is (B)(6) and (B)(6) 1999 respectively; not (B)(6) and (B)(6) 1982 as previously reported in initial MDR [6000034-2025-03758] submitted on october 24, 2025.